Event description:
Nurse educator reported patient's (pt) hemodialysis treatment was initiated on the baxter 1550 device at 06:36. At 07:35, pt's blood pressure dropped and at 08:10 pt was found unresponsive. Healthcare professional (hcp) administered a total of 500 cc's of normal saline. Hcp also administered oxygen and pt was noted to be feeling better and treatment was resumed. Treatment was discontinued 20 minutes early and pt was sent to the emergency room. Hemodialysis prescription included the following: length of treatment 3.5 hours, goal weight to be removed 1.1 kg, dialyzer baxter ct190. Total ultrafiltrate removed was .98 kg. No further info was provided regarding this event.